Manufacturer narrative:
Weight, ethnicity, race: unk. Date of event: unk. Implant date: unk. Investigation type (B)(4): lens work order search-no similar complaints reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 -8.50/1.0/107 (sphere/cylinder/axis) of implantable collamer lens was implanted into the patient's left eye (os). A low vault was reported. The lens remains implanted and being monitored.

Manufacturer narrative:
Claim# (B)(4).